Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation of the shaft was confirmed. The reported difficulty removing the protective sheaths could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that while attempting to remove the yellow protective sheath from the device, it appeared to be stuck. The sheath was pulled with force, causing the catheter shaft to separate. There was no patient involvement. Another device was used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.